Manufacturer narrative:
Device history records were reviewed. The associated device was released based on manufacturer's acceptance criteria. A review of the technical service on-site visit history showed no abnormalities that could have contributed to this event. Device had been checked prior the reported event, for preventive maintenance, and was within specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported dry eye, experienced by a pt, post refractive lasik surgery. This is the first of two reports, and will reference the pt's right eye.